Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was over 600 mg/dl. Cause was not known; however, it was not believed the pump/supplies were the cause. During the supply change, the cartridge was not loaded correctly and the pump could not be used to address bg. Insulin was administered via syringe. Customer was hospitalized for diabetic ketoacidosis (dka). Pump was disconnected. Customer was given potassium and an insulin drip was administered. On (B)(6) 2018, after tandem technical support assisted the customer with loading a pump. Pump history showed multiple fill tubing and change cartridge alerts. Customer reported confusion with cartridge loading may have occurred due to dka. Insulin delivery was resumed. Customer was discharged on (B)(6) 2018 with elevated bg/dka resolved.